Manufacturer narrative:
Investigation summary: bd received one sample and two photos for investigation. The customer sample and photos were reviewed and the indicated failure mode for missing label was observed. Additionally, (B)(6) retain samples were subjected to a visual inspection for missing label and the issue was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label based on customer photo and sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® no additive (z) tubes, one tube was missing a label. No adverse impact was reported regarding the patient or user.